Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported patient outcome could not conclusively be established through this evaluation. An analysis of the log file provided by the account confirmed elevated pump power and flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported that the patient experienced elevated power and flow values overnight. The account communicated that the elevated power and flow values resolved. The account also communicated that the patient had been declining for several months with worsening renal failure that required pressor and an increase in oxygen needs. The patient was transitioned to comfort measures based on input from the palliative team and the patient¿s daughter. The patient ultimately passed away in the evening of (B)(6) 2019. The cause of death was due to multi organ failure. Support was withdrawn and the pump was stopped. The account also communicated that the pump would not be returned per family wishes. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. The file captured slight, unsustained power and flow elevations above the patient's baseline on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. The power elevated up to 6.5 watts and the flow up to 6.6 lpm. It was noted that pi values were slightly lower during the power and flow events. It was also noted that the patient was constantly connected to battery power. The pump appeared to function as intended, operating above the low speed limit for the duration of the file. The heartmate ii lvas IFU lists various types of organ failure/dysfunction dysfunctions (respiratory failure, right heart failure, renal failure and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Both documents also explain that patients must always connect to the power module or mpu for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient's health had been declining with worsening renal failure requiring pressors and increased oxygen needs. It was reported that patient expired on. The patient was transitioned to comfort measures based on input from palliative team and the patient¿s daughter. Ultimately passed away with daughter at the bedside the evening of (B)(6) 2019 due to multi organ failure. Additional information was requested but not yet provided.